Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set adhesive was stuck to the lid. Blood glucose levels were adversely affected and reported at 600mg/dl the patient changed supplies and then delivered bolus to resolve the high blood glucose. It was reported that the blood glucose was under control. No permanent injury was reported. See MFR: 2183502-2016-02095, 2183502-2016-02097, 2183502-2016-02098, 2183502-2016-02099, 2183502-2016-02100, 2183502-2016-02101, 2183502-2016-02102, 2183502-2016-02103, 2183502-2016-02104, 2183502-2016-02115, 2183502-2016-02116, 2183502-2016-02117, 2183502-2016-02118, 2183502-2016-02119, 2183502-2016-02120, 2183502-2016-02121, 2183502-2016-02122, 2183502-2016-02123, and 2183502-2016-02124.